Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23april2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The manufacturer¿s field service engineer (fse) replaced the defective blower to address the reported problem. Unit cycles normally without alarming, blower speed increases as required. The unit successfully passed the required performance verification test.

Event description:
The customer reported error blower stalled (e/c 1134, 1201)the device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 23jul2019. Date of report: 25jul2019. The part was returned to the manufacturer for failure investigation. It was determined that the blower assembly test failed. A bad temperature sensor lm20 generated the blower not to function. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.